Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns: "test results greater than 250 mg/dl, mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
Customer's mother reported that the device was activated at 10:19 pm, on (B)(6) /2012 (no blood glucose measurement was reported at that time). At 5:00 am, on (B)(6), her son's blood glucose measured 414 mg/dl, so she gave him a .90 unit bolus dose of insulin. At 8:52 am, his bg was 371 mg/dl; another 1.45 units were bolused. At 9:12 am, his bg was 337 mg/dl; no bolus was given due to insulin-on-board. Between 9:23 and 10:06 am, he ate about 52 grams of carbohydrate and took insulin three boluses, totaling 2.70 units. At 11:26 am, his bg was 404 mg/dl and ketones measured "large". He was nauseated and appeared pale. The device was removed and discarded; the cannula appeared to be kinked.